Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced anxiety about the linx device leading to device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to anxiety about the linx device occurred without issue on (B)(6) 2018. The patient was not experiencing any symptoms or adverse effects. Patient is doing well as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced anxiety about the linx device leading to device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2018. Device explant due to "psychiatric issues" and esophageal spasms occurred without issue on (B)(6) 2018. The patient has a history of esophageal spasms. The device was found in the correct position and geometry at the time of removal. Following device implant the patient "was evaluated in several different ers". The patient was placed on medrol dose pack and levsin. The patient was counselled multiple times patient is doing well as of on (B)(6) 2018.

Manufacturer narrative:
Corrected patient identifier, updated patient information in event with additional information, added lab test information to relevant tests/laboratory data, added additional patient history to other relevant history, added implant date in implant date, updated explant date in explant date, added device return date in concomitant medical products, updated type of report in type of reportable event, updated if follow-up, what type with correction, additional information, and device evaluation, updated device evaluated by MFR to device evaluated by mfg, changed method code to 10, updated report date.